Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was incorrectly set to "mmol/l." He also alleged that the meter was displaying his previous meter results instead of the apply sample symbol. The patient tests his blood glucose 3 times a day. He tests in the morning, at noon, and in the evening. The patient manages his diabetes with pills. However, he was unable to provide the names of his medications. He does not adjust. The patient indicated that the alleged meter issues started on an unspecified date/time about a week prior to contacting lfs on the same day. He remembered getting results of "6.7 and 3.5 mmol/l." He did not try to interpret the readings and denied ever changing the meter's unit of measurement setting. After the alleged meter issues began, the patient stated that he stopped testing. During the time of concern, the patient continued to take his medications as prescribed and did not make any changes to his diet. On an unspecified date/time after the alleged meter issue began, the patient claimed that he developed symptoms of nausea, shakiness, and sweating. The patient administered self-care by eating an apple and drinking juice which helped to relieve his symptoms. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The patient admitted that he was pressing the "m" button prior to attempting to perform a blood glucose test. The alleged "apply sample" issue was resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged "apply sample" meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evauation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluated them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.